Event description:
It was reported that during atrial fibrillation procedure error code 279 appeared on carto 3 mapping system. No adverse patient consequences were reported. Upon request additional information was received stating that the procedure was rescheduled due to an issue with the workstation of the carto 3 mapping system. The patient stayed 3 hours under general anesthesia and a transseptal puncture was performed prior to the case cancellation; making the event reportable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that during atrial fibrillation procedure error code 279 appeared on carto 3 mapping system. No adverse patient consequences were reported. Upon request additional information was received stating that the procedure was rescheduled due to an issue with the workstation of the carto 3 mapping system. The patient stayed 3 hours under general anesthesia and a transseptal puncture was performed prior to the case cancellation; making the event reportable. After evaluation it was determined the carto 3 workstation was causing the issue. The faulty workstation was sent to carto 3 manufacturer for further testing. It was reported during diagnostic tests both hard disks were found faulty. Issue was resolved after the hard disks were replaced. The workstation was upgraded and it passed all required tests. DHR review was performed. No anomalies were noted in manufacturing or service.